Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an alleged over infusion. Per report, when the infusion was complete "138.6ml had infused; however, the 500ml bag was empty". There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. Additional information: manufacturer narrative. Investigation summary: the reported issue of an over infusion could not be confirmed during the investigation, as no devices or records were received for analysis. The investigation could not include external or internal inspections, system log review, or laboratory testing due to the absence of returned devices or logs. The alaris system user manual (v12.3.1) explains proper loading of the administration set, including correct tubing placement and avoiding forceful insertion to prevent infusion errors. The pcu must be powered on first to complete its self test before loading a primed set. If both the safety clamp and roller clamp are left open, unregulated flow can occur, triggering a high priority, non silenceable alarm instructing the user to close the safety clamp and door. The manual also states not to use a device with any damage. Send it to biomedical engineering for repair. There was no information on patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an over infusion could not be determined, as no devices or log files were received for this investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an alleged over infusion. Per report, when the infusion was complete "138.6ml had infused; however, the 500ml bag was empty". There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.